Event description:
Sma-6 on april 23, 1993 at 15:00 and 23:45 showed a critical value for sodium - attending notified of same - therapy ordered to correct - values were actually not critical - equpiment malfunction.